Event description:
It was reported that the pt experienced an increase in pain over the last three weeks. The pt came in for a pump refill on (B) (6) 2009. The residual volume of the pump was greater than expected, the actual residual volume of morphine in the pump was 15 cc; 2 cc were expected. The pt was given oral medication for current pain issues and a re-assessment of the infusion system was scheduled for (B) (6) 2009.

Manufacturer narrative:
(B) (4).